Manufacturer narrative:
Photos were returned for analysis. The root cause of the leak at the pressure dome could not be determined from the photos provided. Device history record (DHR) review did not result in any related nonconformances. This lot was produced in august, and passed all lot release testing. Based on the analysis, no remedial actions will be conducted. Investigation completed. (B)(4). Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot e207 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. This assessment is based on the information available at the time of the investigation. At the time of this report, the photo evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. (B)(4). Device not returned.

Event description:
Customer reported alarm # 25 during prime. Customer performed all troubleshooting steps and checked as described in operator's manual, but could not detect any problem and went on with the treatment. Customer reported a blood leak at the system pressure dome at 117ml volume drawn, in dual needle mode (dnm). Treatment was stopped. Blood was not returned. Patient, who had a lung transplantation, is stable and a new treatment, with another kit, has been performed without any problem. Customer will submit a photo for evaluation.